Manufacturer narrative:
Additional information: h6, h11. H11: the reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: these were discovered "over the past couple of weeks" before patient involvement should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) exactamix non-vented high-volume inlets had particular matter in the tubing. These were discovered before patient use. There was no patient involvement. No additional information is available.